Event description:
A surgeon reports performing a lens exchange due to the pt's outcome following initial implant surgery. The pt's postoperative distance va was 5/10 (20/40) and was not improved with correction. The pt's near va was excellent (p2) at 15 cm but bad at 40 cm. The iol was replaced in an uneventful surgery. Follow-up revealed this was the second time the surgeon had implanted this lens. The same biometric measures and the formula used for calculation of lens power were used for the initial and replacement lenses. A 25 diopter lens was used for the initial implant and a 26 diopter lens was used for the replacement lens. The pt's va was 8/10 (20/25) following the lens exchange.